Manufacturer narrative:
The device was received fully deployed. The download data shows that the device completed both first and second prime with no timeouts or drive stalls before being deactivated. Inspection of the device found no damages or defects. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The exact cause of the reported needle mechanism failure could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.